Manufacturer narrative:
(B) (4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that the procedure was being performed on a female pt. When inserting arrow+guard blue 2-lumen central venous line, the spring separated from the wire causing the device to shred. Wires separated inside the pt; pt was not harmed. No foreign bodies remain in the pt. Pt care was not affected.